Event description:
Customer called to report that after changing the pod at 10 pm her bg level started to rise. Her bg was at 110 before changing, 142 an hour after changing, and rose to the 300's by the morning. She changed the pod and her bg's returned to normal.

Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism had fired prematurely into the needle cap, leaving the needle tip partially extended and unable to retract. This occurred prior to the placement of the device. The user failed to note this condition and applied the pod. In addition, this condition would be visible to the user via the viewing port upon placement if the labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.